Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the strike plate broke off the impactor. No surgical delay. Surgery was completed successfully with the broken instrument.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> visual analysis of the returned sample exhibited a 221750041/pinn straight cup impactor with a broken impaction plate. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> bfarm DHR review request: product description: pinn straight cup impactor product code: 221750041 lot number: so2049641 1) quantity manufactured: 142 2) date of manufacture: 8/21/2020 3) any anomalies or deviations identified in DHR: 1 piece of subcomponent 221750016 was scrapped due to failing the cmm and 1 was scrapped due to the .670 ± .010 being u/s. 1 piece of subcomponent 221750043 was scrapped due to the profile being o/s and failing the overlay. (B)(4) of subcomponent 236071003 were scrapped due to the 7/16-20 threads accepting the no go gage. 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev k m.r. 09/23/2022 device history review ==> a manufacturing record evaluation was performed for the finished device (221750041/so2049641) product and lot numbers, and no non-conformances were identified. Corrected h3

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.